Event description:
A report was received that the patient was having charging difficulties. A database analysis of the ipg was inconclusive however the charge profile revealed no anomalies. The patient will undergo an ipg replacement.

Event description:
A report was received that the patient was having charging difficulties. A database analysis of the ipg was inconclusive; however, the charge profile revealed no anomalies. The patient will undergo an ipg replacement.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement. The patient was reportedly doing well following the procedure. Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint of difficulty charging was not confirmed. The charge profile revealed various times of erratic coupling/poor alignment of the charger to the ipg. The charge current often reached the maximum level and indicated good alignment, but this optimal alignment was not consistent. The reason for the inconsistent coupling is unknown. The patient's latest settings were high energy use programs, which caused the device to need more frequent charging. The battery profile revealed a maximum depletion rate within the expected range. The ipg exhibited normal charging and discharging characteristics.